Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to post deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava and organ perforation, clot in filter, and caval thrombosis. Patient notes and further alleges "I have and numerous blood clots since having the filter placed. Hospitalized in 2015 for serious clot in lower/middle of body. Trouble breathing and pain in lungs and shortness of breath". Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2008: "the inferior vena cava is normal in position and caliber. The gunther tulip ivc filter as successfully deployed below the renal veins". Per the (B)(6) 2013 irl transcath therapy infusion: "findings: the patient has extensive thrombosis of the right external and common iliac vein as well as the ivc into the ivc filter and possibly beyond. Collaterals are identified. Impression: extensive thrombosis. The patient will be thrombolysed until significant improvement is identified". Per the (B)(6) 2017 CT abdomen and pelvis: "an inferior vena cava filter is present. The apex of the filter is present along the anterior wall of the infrarenal inferior vena cava. There is at least four-strut perforation, with a left posterior strut perforating the l3 vertebral body cortex anteriorly, with approximately 5 mm of lucency surrounding the strut three additional struts appear to be within the retroperitoneal fat surrounding the inferior vena cava. No definite structure fracture is demonstrated". "Abnormal tilt of the infrarenal filter apex, touching the anterior wall of the inferior vena cava".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields; d6. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for device perforation h6 (device code): appropriate term/code not available (3191) for device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc)/organ perforation, tilt, occluded, caval thrombosis, depression, anxiety, short of breath and pain. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported depression, anxiety, short of breath and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and / or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.